Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically a fall-off test. The cause for the failure was isolated to an exposed pulse wires in the ecgs. The exposed wire caused a short. The root cause for the exposed wires was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ecgs were non-functional.